Event description:
It was reported that the customer was admitted to emergency room for diabetes ketoacidosis. Troubleshooting was performed. It was also stated with the insulin pump did not deliver insulin and gave empty reservoir alarm. No additional information was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.